Event description:
It was reported to resmed that a quattro fx mask system scratched the pt's eye and impaired his vision.

Manufacturer narrative:
The quattro fx mask used by the pt was returned and a preliminary eval was performed. Visual inspection of the mask system found no abnormalities in the mask frame or mask cushion. The mask is being returned to the design facility in (B)(4) for an engineering investigation to determine the cause of the malfunction. The pt was transitioned to a new mask system. Pt is currently on therapy and is satisfied with the new mask.